Event description:
An av-dependent re-entry tachycardia was suspected. An ICD induced tachycardia was diagnosed. The patient was admitted to the hospital for a catheter ablation on (B)(6) 2019 and hospitalized until (B)(6) 2019. The pvarp was extended.

Manufacturer narrative:
We were provided an implant date. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified. The returned device data were analyzed and showed a normal device function. In particular, there was no indication for an ICD induced tachycardia. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of an ICD malfunction.